Event description:
According to the information received, dormia was used for extraction of a stone with a rigid ureteroscope. The end of the dormia broke during a move and remained in the patient's right ureter. The surgeon used another dormia of the same type to extract the stone and broken basket. The basket broke (separated from device). It was therefore in the form of a spider. When this happens ittheir procedure is to place a jj stent and retrieve the basket few days later. The surgeon later recovered the basket. Upon withdrawal of the broken dormia and recovery of the stone, the right ureter was grabbed by surgeon and stripped. Resulted in the emergency treatment in radiology of a nephrostomy catheter. Reconstructive surgery to be expected in the coming days.(B)(6)

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot n°. Checking the quality databases revealed no recorded issue in connection with the described issue. The basket (component ss4137 lot n°1407030073 and 1406030116) is made by our supplier epflex. Remark: the opening and closing features are checked several times during various stages of the manufacturing process by different operators. Following manufacture, the component is controlled by our control laboratory and no defect was found. Coloplast received a used dormia with a white double loop handle. Upon visual examination, we can see that the basket is detached confirming the complaint. It was noted that 1 mark of sheath compression could be seen at approx. - 200 mm from the tip of the handle. Inspection reveals that the handle wire (which should be inserted into the cursor) is bent. Completion of the inspection concludes that the stone extractor had been submitted to an excessive traction where the IFU sh2138 stipulates "do not apply excessive traction to the dormia during withdrawal...". Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.